Manufacturer narrative:
On may 24, 2022, mentor became aware that the replacement devices used on june 1, 2021 were catalog number 3505004; serial number (B)(6) on the left side, and catalog number 3504754bc; serial number (B)(6) on the right side. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 425cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii-IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 425cc mentor memorygel breast implant on the left side, and with 400cc mentor memorygel breast implant on the right side and experienced bilateral capsular contracture; baker grade iii-IV postoperatively diagnosed via physical exam. As a result, the devices were explanted on (B)(6) 2021. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On may 24, 2021, mentor became aware of the following: date of surgery was (B)(6) 2021. Field d4b has been updated on this form. Baker grade was IV on both sides. Replacement order was placed for high profile (all sizes 400 cc, 425 cc, 450 cc, 475 cc and 500cc). This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).